Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an alleged over infusion of potassium chloride (kcl). On (B)(6) 2025 at 0600 potassium chloride (kcl) was programmed as a secondary piggyback to infuse at 25ml/hr for 4 hours. At 0700 the clinician went into the patient room to administer packed red blood cells (pbrcs). At that time, the clinician noticed the kcl bag was empty. Per report, "the pump was still infusing at 25ml/hr and the device indicated there was 3 hours remaining. The patients' vitals were stable, and the devices were sequestered. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion could not be confirmed or replicated. However, during laboratory testing the device was found to be slightly under infusing and was corrected by calibration. After calibration was performed the one-hour laboratory timed rate accuracy and the over infusion product analysis procedure observed the device delivering fluids as programmed, within specification, and with no observed periods of unregulated flow. Rate accuracy testing was performed using guidance from (B)(4) fluid delivery performance testing for infusion pumps. Testing of the incident administration set could not be performed to determine if any issues existed with the primary set since the incident administration set was not returned for investigation. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pcu event log, prior to the reported event date, identified an infusion programming on (B)(6) 2025. At 6:04 am the key unit was selected. A guardrails IV fluids infusion was programmed with following parameters: drug ID: 2, rate: 10 ml/h, and a volume to be infused (vtbi): 100 ml. With a primary volume infused (pvi) of 7.858 ml and a secondary volume infused (svi) of 115.034 ml. At 6:06 am a remote IV message was received with secondary infusion data with the following parameters: drug ID: 884 (suspected to be potassium chloride), drug amount: 40 meq, diluent volume: 100 ml, rate: 25 ml/h and a vtbi: 100 ml. The secondary infusion started, and the primary infusion stayed on standby. At 6:07 am the unit was selected and vtbi was updated by user at 115 ml. With a pvi of 8.028 ml and a svi of 115.6 ml at 7:34 am the infusion was paused. With a pvi of 8.028 ml and an svi 151.9 ml. Between 7:35 am and 7:36 am the infusion was restarted and paused twice. At 7:41 am the unit was channeled off. Capturing a final pvi of 8.028 ml and an svi of 152.002 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the root cause of the reported over infusion was not determined. During laboratory testing the device was found to be slightly under infusing and was corrected by calibration, however this issue would not explain the reported over infusion. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an alleged over infusion of potassium chloride (kcl). On (B)(6) 2025 at 0600 potassium chloride (kcl) was programmed as a secondary piggyback to infuse at 25ml/hr for 4 hours. At 0700 the clinician went into the patient room to administer packed red blood cells (pbrcs). At that time, the clinician noticed the kcl bag was empty. Per report, "the pump was still infusing at 25ml/hr and the device indicated there was 3 hours remaining. The patients' vitals were stable, and the devices were sequestered. There was patient involvement, but no harm.